Manufacturer narrative:
A full system evaluation was performed on 12/15/2015 during a software upgrade and the system met specification. If additional information is received a follow-up report will be submitted.

Event description:
A patient who had a superdimension procedure on (B)(6) 2015 died on (B)(6) 2015 due to respiratory failure. The physician indicated that the death was not related to the superdimension system or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.